Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of pain and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on literature review "osseointegration of retrieved 3d-printed, off-the-shelf acetabular implants", one patient had unexplained pain that was addressed via revision surgery. Further information is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). Dall¿ava, l., hothi, h., henckel, j., di laura, a., tirabosco, r., eskelinen, a., & hart, a. (2021). Osseointegration of retrieved 3d-printed, off-the-shelf acetabular implants. Bone & joint research, 10(7), 388-400. Doi: 10.1302/2046-3758.107.bjr- 2020-0462.r1.